Event description:
It was reported that the pacing impedance had decreased. Externalized conductors proximal to the distal coil were observed via cine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.